Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer had excessive no delivery alarms on the insulin pump. It was found the customer changed the set, insulin and site, but the alarm persisted. The mother reported the customer was hospitalized with high blood glucose on (B)(6) 2015 as a result of the no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of admission. The mother stated the customer experienced diabetic ketoacidosis, nausea and excessive thirst from their blood glucose. The mother also reported the customer was treated with an IV drip and insulin. The mother stated the insulin pump was removed from the customer's body when they were hospitalized. It was also found insulin was able to exit during a fixed prime. The insulin pump will be returned for analysis.